Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of december 2023, further described as "over the weekend". The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of two (2) minicap transfer sets did not close all the way. This occurred during transfer set replacements, when the nurse tried to close the transfer sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two devices were received for evaluation. A visual inspection with the naked eye noted the white twist clamp would not align preventing the twist clamp to fully close. Functional tests including leak and clear passage tests were performed with no issues noted. The clamp function test was performed and the open and close function was acceptable, however, the clamp would not lock. The torque engagement test was unable to be performed due to twist clamp not aligning to the main body notch. The reported condition was verified. The cause of the condition was related to a manufacturing related issue during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.